Event description:
A report was received that the patient was explanted due to developing an infection that was procedure related following a lead revision. The patient's symptoms are unknown and no culture was taken. The patient was prescribed antibiotics and the infection has since cleared. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-70, serial: (B)(4), description:artisan surgical lead, 70cm. Explanted devices were not returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.